Event description:
It was reported that the patient developed a thrombosis due to the implantation of their right ventricular (rv) lead. The patient was treated with medication, the thrombosis was resolved, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).